Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The tip is damaged. There are numerous hypotube kinks. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25 mm x 8 mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different non-compliant balloon catheter. No patient complications were reported and the patient's status was stable.